Event description:
It was reported that when a patient presented in clinic for normal follow-up, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead will be either capped or explanted when the device will be changed-out for eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.9cm from the distal tip. Internal insulation abrasion was noted at 11.0-12.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.4-20.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 26.7-29.3cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion under the svc shock coil was noted at 19.7-20.2cm from the distal tip. The etfe coating was abraded at this location.